Event description:
It was reported that the rv lead was explanted and replaced due to a possible abnormality. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor was fractured; partial lead in segments was returned for analysis. The lead has a large amount of explant damage. The is-1 connector was not fully inserted, making the ring connection intermittent. Two of three distal filars are fractured. Blood/body fluid is present on the outer tubing overlay, and on several conductors. The outer tubing overlay is melted and breached. The defib conductor is distorted.